Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient condition as unknown. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that is related to the field concern. Analysis of device image and session records indicated device operated at high pacing output settings as well as had autocapture enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly. Longevity assessment was performed, and device exceeded 75% of total projected longevity indicating normal battery depletion.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Patient had no consequences as a result of the event.